Event description:
A customer reported receiving a reading of 65 mg/dl on his adc glucose meter at an unspecified time on (B)(6) 2012. As a result of this "low" reading, the customer reported that around 7:15 am he experienced symptoms described as "felt weak, fainted and lost his two front teeth and had bleeding gums." The customer further reported he was "shaking, sweating and dizzy", and experienced a loss of consciousness. Paramedics were called and transported the customer to the hospital. The customer received "an EKG and something for the swelling of the head", was diagnosed with hypoglycemia, treated with intravenous glucose and hospitalized for three days. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1168555) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. All pertinent information available to abbott diabetes care has been submitted. (B)(4).